Event description:
It was reported that the device was unable to interrogate. It was noted that the last known communication on this device was in (B)(6) 2021 via a merlin.net transmission. Device remains implanted. The patient is not dependent, and the patient was stable.

Event description:
New information notes that the device was explanted due to premature battery depletion.

Manufacturer narrative:
The reported events of failure to interrogate and premature discharge of battery were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating high current drain, consistent with moisture damage, depleting the battery prematurely and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.